Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardiac monitor (icm) was explanted as patient was dissatisfied with the product. Upon x-ray review, the device seemed to be broken in half. However, despite being broken, the device was working adequately. Technical services discussed that being broken, the device mainly would have telemetry challenges and noise. Yet, no noise was noticed, data in clarity looked adequate and appropriate sensing was seen. The patient presented low heart rhythm and lots of long pauses, but was hesitant to get a pacemaker due to the fact that the icm was broken. After being explanted, the device was visually confirmed to be broken. This device is expected to be returned for analysis and no adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardiac monitor (icm) was explanted as the patient was dissatisfied with the product. Upon x-ray review, the device seemed to be broken in half. However, despite being broken, the device was working adequately. Reportedly, the patient was feeling implant pain and a burning sensation. Technical services discussed that being broken, the device mainly would have telemetry challenges and noise. Yet, no noise was noticed, data in clarity looked adequate and appropriate sensing was seen. The patient presented low heart rhythm and lots of long pauses, but was hesitant to get a pacemaker due to the fact that the icm was broken. After being explanted, the device was visually confirmed to be broken. Further information was received indicating that the patient agreed to have a new icm implanted. This device is expected to be returned for analysis and no adverse patient effects were reported.

Event description:
It was reported that this implantable cardiac monitor (icm) was explanted as the patient was dissatisfied with the product. Upon x-ray review, the device seemed to be broken in half. However, despite being broken, the device was working adequately. Reportedly, the patient was feeling implant pain and a burning sensation. Technical services discussed that being broken, the device mainly would have telemetry challenges and noise. Yet, no noise was noticed, data in clarity looked adequate and appropriate sensing was seen. The patient presented low heart rhythm and lots of long pauses, but was hesitant to get a pacemaker due to the fact that the icm was broken. After being explanted, the device was visually confirmed to be broken. Further information was received indicating that the patient agreed to have a new icm implanted. This device was returned for analysis and no adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this implantable cardiac monitor (icm) was thoroughly inspected and analyzed. Visual inspection confirmed the header had broken apart from the device. Limited performance testing could be done due to this integrity damage, no malfunctions were found, however. Battery diagnostics were downloaded and found to be normal. There was not enough information provided to determine the probable cause of the header damage and no evidence to suggest this device was poorly manufactured.